Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled: handmade fenestrated stent grafts to preserve all supra-aortic branches in thoracic endovascular aortic repair kuo et al, the journal of thoracic and cardiovascular surgery c volume 160, number 3 https://doi.org/10.1016/j.jtcvs.2019.07.096 among the entire cohort, there were 3 cases of late mortality. There was no information to suggest any of the valiant captiva device failures caused or contributed to the deaths. A2: average age a3: average gender d6: exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captiva stent graft systems were implanted in patients for the tevar treatment of aortic dissections on unknown dates. Stent grafts were manually fenestrated stent grafts to preserve all supra aortic branches. Non mdt stent grafts were also implanted in the cohort. The following adverse events were reported: type ib endolak. The cause of the events are undetermined.